Manufacturer narrative:
The endoscope has been received a for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported during a da vinci-assisted surgical procedure an error occurred during the procedure. The surgeon converted to laparoscopic surgery and completed the case prior to contacting support. Technical service engineer explained that the error is likely related to the endoscope, and that endoscope replacement may resolve the issue.